Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Additionally, service found the connector was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying color bars instead of an image. The reported problem was found during preparation for an unspecified diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8 and g2 "other" which were inadvertently left off the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the color bar was displayed because the communication abnormality with the scope occurred, and the normal images were not displayed because the normal connection could not be made due to the effect of the broken jacket. Olympus will continue to monitor field performance for this device.